Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the process of removing the PICC intravenous catheter, the distal part of the plastic catheter is found to be missing, with evidence of possible tearing. A radiological evaluation is performed with no evidence of a foreign body visible by this method. An order is placed for a soft tissue ultrasound evaluation and an assessment by peripheral vascular surgery is requested. Soft tissue ultrasound reveals a tubular foreign body in the cephalic vein in the middle- distal third of the forearm." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time.

Event description:
It was reported "during the process of removing the PICC intravenous catheter, the distal part of the plastic catheter is found to be missing, with evidence of possible tearing. A radiological evaluation is performed with no evidence of a foreign body visible by this method. An order is placed for a soft tissue ultrasound evaluation and an assessment by peripheral vascular surgery is requested. Soft tissue ultrasound reveals a tubular foreign body in the cephalic vein in the middle- distal third of the forearm." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.